Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported complaint. The se secured the loose connector that plugs into the unload solenoid, and updated the usb hardware to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator's compressor became inoperable. The patient was transferred to another ventilator without harm.